Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected blank display. Lcd board passed testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window and stripped battery cap coin slot (p). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose at the time of the incident was 45 mg/dl. Customer's current blood glucose 60 mg/dl. Customer reported that the insulin pump has a blank display. Troubleshooting was done and the issue remained unresolved. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is expected to return.